Event description:
Information was received from a patient (pt) as well as a manufacturer representative (rep) regarding an external device. The reason for call was for the past couple of months the patient had a difficult time charging their implantable neurostimulator and their recharger antenna was hot. In addition, the recharger antenna had exposed wires where the cord entered the coil. The rep reported the patient stated the ins would not recharge, and their back is in more pain. About a month prior to report, the patient fell, and the battery and leads were checked and everything seemed to be working. Their back was in more pain. The rep performed  interrogation of the ins and a lead impedance check. They tried to recharge the ins themselves and the paddle was unable to find the device. A replacement recharger telemetry module (rtm) was sent out. The rep reported the issue was resolved at the time of report.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (B)(6) found that the device was scrapped due to the recharge antenna failure of the poor recharge quality message and due to failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.